Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally noted "any creases, hole non-specific and hole on back side". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening on the posterior side. A leak test and microscopic analysis were performed which identified a sharp create opening on the posterior side and an observed void >1mm in the non-textured, valve-to shell-bond are. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side assessed as a fold flaw opening, and creases observed but do not have a relationship with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally noted "any creases, hole non-specific and hole on back side". Device has been explanted.